Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after opening the pod. Inspection of the underside of the top housing found score marks, indicating that the linkage assembly was misaligned with the top housing, preventing the needle from fully retracting. According to the download data, the failure of the formed needle to retract did not affect insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.